Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the display of the programmer dropped and therefore the lower hinges were replaced. It was also indicated that the paper guide of the printer was missing from the printer drawer and therefore the printer drawer was replaced. It was also indicated that the power cord bay was broken, the power supply was noisy, the lower case was worn, and the system fan was noisy, and therefore these parts were replaced. It was also indicated that the electrocardiogram connector was loose and therefore the printed circuit board was replaced. The programmer's hard drive was reconfigured and loaded with updated software. The programmer passed final functional and system tests. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.